Event description:
It was reported that during a benign prostatic hyperplasia surgical procedure at 173,423 joules and 27:58 minutes forward firing occurred. The fiber was exchanged and the second fiber was used to complete the procedure at 162,322 joules. The tip of the failed fiber was cleaned during the procedure. No harm to the patient reported.

Manufacturer narrative:
D10 device returned to manufacturer: updated e1 initial reporter facility name: corrected device codes: updated g3 report source: corrected device returned for evaluation: updated h6 device evaluation codes: added the device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. The glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of outer flow tubing. The glass cap exhibits severe devitrification at output window. The metal cap exhibits severe detritus adhesion on surface. The outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. An evaluation conclusion code of known inherent risk of the device was assigned to this investigation.this supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/12/2018 04:01 pm CT.the report number is being corrected from: 2937094-2018-60189to: 2937094-2018-60002

Event description:
It was reported that during a benign prostatic hyperplasia surgical procedure at 173,423 joules and 27:58 minutes forward firing occurred. The fiber was exchanged and the second fiber was used to complete the procedure at 162,322 joules. The tip of the failed fiber was cleaned during the procedure. No harm to the patient reported.